Event description:
The outer layer of the guidewire was shredded when the wire came out the wrong exit, and it was noted that it looked to have got caught on something near or before that 3rd port exit site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).